Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p70-77 that has a similar product distributed in the us, list number 7p70, with 510k number k173122.

Event description:
The customer reported a falsely elevated alinity I free t4 (ft4) result was generated on the alinity I processing module. The following data was provided (free t4 reference range: 9.01-19.05 pmol/l): sample 3: sid (B)(6) (50-year-old, female): initial ft4 result = 25.04 pmol/l. Repeat ft4 result = 17.69 pmol/l. No impact to patient management was reported.